Manufacturer narrative:
Manufacture¿s investigation conclusion: the pump was exchanged (MFR # 2916596-2023-00853). A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related MFR # 2916596-2023-01038, related MFR # 2916596-2023-00853, and related MFR # 2916596-2023-01041. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was diagnosed with a driveline infection with pseudomonas resistant bacteria on (B)(6) 2022. On (B)(6) 2022 the patient was admitted for the driveline infection and was discharged on (B)(6) 2022 on intravenous antibiotics and was made status 3 for transplant. The patient was re-admitted on (B)(6) 2022 with a driveline infection with pseudomonas resistant bacteria. The patient had pseudomonas bacteremia on (B)(6) 2022. The patient underwent incision and draining on (B)(6) 2022. No oral medication was provided, and the patient had worsening clinical symptoms on intravenous antibiotics. The patient was made status 2e for transplant while hospitalized. They were downgraded to status 3 on discharge (30 day discretionary time).